Event description:
It was reported by svc report that the fowler would not go up. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: gas spring tip.